Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: based on the investigation performed, nothing in the manufacturing was found to be the root cause of this complaint. Conclusion - conclusion not yet available. Evaluation in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no consequences or impact to patient; mechanical jam. Evaluation method: device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a (B)(4) 17.0d preload injector. The lens rolled and rod failed to catch lens when handling screw plunger. No patient contact. Cause of incident is unknown.